Event description:
A caller reported experiencing intermittent occlusion alarms. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by manual insulin injection. Reportedly, the customer was not cleaning the pump pneumatic tap. Tandem clinical support educated the customer on cleaning the pump pneumatic tap. Customer cleared the alarm and resumed insulin delivery.